Manufacturer narrative:
Manufacturing review: the sample was not returned by the facility for further evaluation; therefore, device evaluations are unable to be performed. Lot history review revealed there are two complaints for corporate lot number gfzk0130. One of the complaints is related to an allegation of reocclusion. One complaint is not related to allegations of reocclusion. The DHR review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the actual sample was not returned for evaluation. It is known that the patient¿s right sfa was reportedly reoccluded via dus imaging as a result a re-intervention of the right sfa involving a poba procedure was performed. Additionally, 24 months after the index procedure, the patient experienced severe symptomatic claudication after 50 meters and dus imaging identified occlusion in the left sfa (non target limb) . After consideration, the patient finally decided to receive conservative treatment. The investigator assessed that the event was not related to the study device or procedure. No adverse patient outcomes were reported. Label review: based on the instructions for use (IFU), the occurrence of reocclusion is an inherent risk of any pta procedure, and has been reported in clinical trials of drug coated balloons.

Event description:
It was reported through a post market clinical study that during the index procedure, a percutaneous transluminal drug coated balloon (dcb) dilatation catheter was used to treat the target lesion located in the right mid 1/3 superficial femoral artery (sfa). Approximately 12 months after the index procedure, the patient¿s right sfa was reportedly reoccluded via duplex ultrasound (dus) imaging and a reintervention was performed involving a poba procedure. Approximately 24 months after the index procedure, the patient experienced severe symptomatic claudication after 50 meters and duplex ultrasound (dus) imaging identified occlusion in the left lower limb sfa (non target limb). After consideration, the patient finally decided to receive conservative treatment. The investigator assessed that the event was not related to the study device or procedure. No adverse patient outcomes were reported.